Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. A product evaluation revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. See attached product evaluation. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
On (B)(6) 2016, the customer contacted medela customer service stating that her pump in style advanced transformer housing fell apart, exposing inner electrical circuitry, which is a safety risk.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.